Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location causing a fracture in the deformable body thermocouple (tc2) wire, consistent with the observed error message and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of a fracture noted in the catheter during analysis.